Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in november 2009 and performed to specification up to the 19th january 2014. The device failed a self-test due to a low battery on the 26th january 2014. Multiple manual power ups of ten minutes duration were observed in the device memory between 22nd february 2014 and the last log entry on the 17th may 2014. A fresh pad-pak was installed before eventually becoming depleted. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The device was found to be switching on during testing, confirming the reported fault. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.